Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient representative reported "imminent risk rupture. Device has been explanted. This relates to the right side

Manufacturer narrative:
Additional, changed, and/or corrected data: b7; d1; d2a; d2b; d4; d6b; g4;

Event description:
Patient representative reported "imminent risk rupture." Device has been explanted.

Event description:
Patient representative reported, "imminent risk rupture. Device has been explanted. This relates to the right side.